Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were noted.